Manufacturer narrative:
(B)(4). Insulin pump was received with dog chew marks, cracked select button keypad overlay, stained keypad overlay, torn keypad overlay, partially broken reservoir tube lip, missing retainer and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the directional arrow buttons was cracked and chipped. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.